Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr. Device. While deploying the device, the anterior needle did not present. Fluoroscopy revealed the anterior needle had stalled in the barrel and was bulged over the needle guide. The cardiologist did not attempt to back down. She pulled the presenting posterior needle from the hub and then attempted to back down the device. Back down was unsuccessful. The pt was taken to surgery for device removal. The vascular surgeon noted removal of the needle was simple and uncomplicated. He cut the needle and removed it, then removed the device and closed the arteriotomy. The pt recovered from the surgery but remained in hosp for bypass surgery.